Event description:
Pt called alleging an error 1 message on the surestep meter. Pt mentioned that ever since they started using a new vial of test strips they have been experiencing the error 1 message. Whether it is appying blood or control solution, they experience the error 1 message. They mentioned that when they use their old test strips, they are able to obtain a blood glucose reading. Pt claims they inserted the test strips firmly and completely into the meter. Blood was applied to the pink area of the test strip. Pt did not compare the conformation dot to the color chart from the vial of test strips. Even after cleaning the meter, meter still displays the error 1 message. Customer service ran a control solution test with pt and meter would count down and then give an error 1 message. Pt did not seek medical attention or call their md. Customer service was unable to resolve the issue and is sending pt a new vial of test strips to the pt.